Event description:
The pt was exhibiting symptoms of hypoglycemia. His mother tested his blood glucose ont the suspect device and it was 104 mg/dl. She called the paramedics and they tested his blood glucose on their device and it was 34 mg/dl about 30 minutes later. He was given orange juice and glucose gel. The paramedics tested his blood glucose on their device again and it was 38 mg/dl. His mother retested his blood glucose on the suspect device and it was 128 mg/dl. He was taken to the hospital for eval and released later.